Manufacturer narrative:
Taper ii. Device evaluation of the correct device: the device was returned to apollo for analysis, and visual examination confirmed the connecter type as taper ii. White and brown particles were observed on the inner surface of the band shell. An air leak test was performed and no leakage was noted. A fill inspection test was performed and the flow of fluid was continous and unobstructed. Under microscopic analysis the ss connector was visible from the end of the port plug. The end of the band tubing was noted to have striated edges, which is consistent with device removal activities.

Manufacturer narrative:
Unknown taper. Device evaluation summary: the device was returned to apollo for analysis, and visual examination was unable to confirm the connector type as only the lap-band was returned. A visual examination was performed on the device, and noted brown particles on the inner surface of the band shell. An air leak test was performed and leakage was observed from the ring and shell where the band had been separated near the buckle. Under microscopic analysis, the opening was noted to be a striated surgical end cut, consistent with device removal. The band tubing also had a surgical end cut, consistent with device removal. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Warning: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "heartburn, unable to tolerate solids or liquids at occ. Replaced with apl."